Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial, primary UDI number). Upon review, the section d primary UDI and serial number have now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the access site adverse event was not determined due to insufficient clinical details. The root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
An impella cp was inserted via the femoral artery to support the 64 year old female patient who had been admitted in with cardiomyopathy, presenting in scai stage e shock. Prior to the pump delivery the patient was supported by inotropes, vasopressors, and a vent for respiratory needs. Underlying medical history was not shared. The patient was transferred from community to tertiary center on second day of the support and the team observed a large hematoma which prompted the team to apply manual pressure. The team had used best practices at the groin site for the obese patient. No blood products were infused. In addition to the bleed, the team observed the limb to ischemic. The patient had lost distal pulses. The patient was known to have poor perfusion prior to the pump placement. To evaluate the limb the plant was for CT imaging. After 31 hours of support the pump was explanted and survived. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. Ischemia may be influenced by patient-specific factors such as severe peripheral vascular disease, underlying critical illness, hemodynamic instability, and vascular access characteristics.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Updated information: b5 clinical narrative updated. D4 catalog number updated.

Event description:
Clinical narrative(updated): an impella cp was inserted via the right femoral artery to support a 64-year-old female patient with cardiomyopathy, scai shock stage e. Prior to pump delivery, the patient was supported by inotropes, vasopressors, and a ventilator for respiratory needs. The patient¿s comorbidities were unknown. The patient was transferred from a community to a tertiary center on the second day of support. Upon arrival, the team observed a large hematoma at the groin site and applied manual pressure. Best practices were used at the groin site for this obese patient. No blood products were infused. In addition to the bleed, limb ischemia was observed with loss of distal pulses. The patient was known to have poor perfusion prior to pump placement. The peel-away sheath was removed and a repositioning sheath was inserted. This was noted at the receiving hospital after introducer insertion, which was considered the best available selection. The plan was to obtain a CT and decide on a care plan. The care team discussed removing the device as the patient was hemodynamically stable. After 31 hours of support, the pump was explanted and the patient survived. Anticoagulation necessary for the pump placement and support can contribute to hematoma. Ischemia may be influenced by patient-specific factors such as severe peripheral vascular disease, underlying critical illness, hemodynamic instability, and vascular access characteristics.